Event description:
Customer reported that a positive antibody screen (1+) was observed with a patient sample with no previous antibody history. Customer performed testing with the untreated 0.8% resolve panel c, vrc164, and reactivity was observed with cell 11(k+k+). Further testing was performed with a 0.8% resolve panel a set and anti-kell was identified. Customer stated that no reactivity had been observed with vrc164 cell 7 (k+k-). Customer performed additional troubleshooting. Cell 7 was tested with an anti-kell antiserum and a 4+ reaction was observed. Customer also increased the incubation time of the antibody ID testing to 30 minutes - no reactivity was observed with cell 7.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. Customer performed additional testing and confirmed the antigen typing of the cell. (B)(4).